Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range shock impedance measurement greater than 125 ohms through the remote monitoring system. Additional information was received that there were other out of range shock impedance measurements. No further invasive testing was planned at this time to evaluate the system. The physicians plan to continue to monitor this patient. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.